Event description:
A physician successfully implanted a graftmaster stent and the perforation in the proximal left anterior descending artery was sealed. The physician was not able to resume flow at the perforated left anterior descending artery. The pt expired.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.